Manufacturer narrative:
Add'l info: according to the currently available info, it appears the problems with the active electrode, is most likely due to excessive mechanical stress to it. To determine an exact root cause, a device investigation of the explanted device is necessary. The complaint can be re-opened if further relevant info is received.

Event description:
The pt was not hearing as well as before with the cochlear implant.

Event description:
The patient was not hearing as well as before with the cochlear implant. No further technical checks has been scheduled yet.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. In addition, the investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. As in-situ measurements are only available until 2015 and the information on the device explantation report states that the damage was already present during device removal, it is assumed that this damage occurred between 2015 and 2017. Furthermore, 4 channels were out of cochlea since initial implantation, which might have contributed to the lack of benefit, the recipient was re-implanted with a different electrode type. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The recipient was not hearing as well as before with the device. As per the parents there was no head trauma. The recipient was re-implanted.